Event description:
It was reported that the patient experienced inadequate coverage/ineffective therapy. The patient had a fall and the patient¿s lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.